Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a catheter revision and pump replacement on 2012-(B)(6). The catheter was not completely connected; the distal segment was also replaced. It was also reported that the catheter was coiled and was spliced using a new spinal segment. Pump was replaced due to the pump being dropped. It was unknown what programming/blousing was done following the procedure. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product typ catheter; product ID 8590-1 lot# n253508, implanted: 2010-(B)(6), product typ accessory. (B)(4).